Event description:
It was reported high out of range high voltage lead impedance was observed. The svc coil was reprogrammed off. It was not known if the competitive lead or a loose connection on the ICD was the cause, as the ICD was just recently implanted. No further issues were reported.